Event description:
It was reported that the customer required treatment by the paramedics due to low blood glucose levels. The customer changed the infusion set the night before the paramedics were called. Troubleshooting revealed that the insulin pump programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.